Event description:
It was reported that the physician implanted a 30mm gore helex septal occluder to close an asd (atrial septal defect). The following morning before patient discharge, the device was noted to have embolized to the right pulmonary artery. The occluder was removed in transcatheter procedure, and a new occluder was implanted. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that this lot met all pre-release specifications. The engineering investigation stated that the occluder was returned to gore for analysis. The clinician reported that it was noted that the occluder embolized the morning following implantation. The diameter of the occluder measured approximately 30 mm, consistent with the device's labeling. The discs of the occluder were normal and circular, with no deformations. It cannot be determined if the occluder was properly locked in the defect at initial implantation. A review of the images stated that balloon sizing measurements were captured on fluoroscopy. The balloon sized diameter measurement was 15.4mm's on fluoroscopy. The measurements captured on ice imaging were static sizing without a balloon. These measurements ranged from as large as 18.4mm's down to 9.6mm's. The procedure fluoroscopy demonstrated the proper formation of the left disc of the gore helex septal occluder and its subsequent positioning against the atrial septum. However, it appeared upon deployment of the right disc, the left disc was seen migrating away from the atrial septum while the delivery system stays in a fixed position. This is the result a missed delivery step, prior to right disc formation, outlined in the instructions for use (IFU). After left disc formation and septal apposition is achieved, it is recommended to fixate the grey control catheter, withdrawal the green delivery catheter until the mandrel hub engages the luer portion of the "y" arm of the green delivery catheter, and lock the mandrel in position. Next, the green delivery catheter is fixated and the grey control catheter is advanced, correctly forming the right disc. The fluoroscopy demonstrated what would be consistent with the grey catheter being advanced without the mandrel correctly being locked in position, causing the left disc to move away from the septum. This event in combination with the size of the defect may have been the root cause for the right sided uneven deployment and the subsequent device embolization.